Manufacturer narrative:
Review of the data management system confirmed that the user had not been actively using the system since (B)(6) 2026, as the smart transmitter was reported lost during the hospital stay. During the hospital stay, the user reported that the smart transmitter was lost. It was confirmed that the event was not related to diabetes, glucose measurements, or use of the eversense system.

Event description:
On (B)(6) 2026, the user reported being hospitalized for treatment related to pancreatic cancer and for a subsequent stroke. The user stated that no formal diagnosis details were provided at the time of reporting and indicated that they were recovering following the hospitalization.